Event description:
During cervical spine surgery, the md attempted to remove caspar pin applying reverse torque. Pins snapped off at exactly the same position. The caspar pin distractor was able to sustain distraction, however, upon reversed torquing we could see that clearly this was a failure of the pins.